Manufacturer narrative:
Device had unresponsive buttons due to flattened all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error alarm, e70 alarm due to unresponsive button. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had act button was hard to press. Customer also stated that the insulin pump had motor position encoder error and motor error in history. Customer also stated that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.